Event description:
Information received from the field notes that the patient had a syncopal spell and fell, hitting her head. The patient presented with the device in back-up mode. A software download successfully restored the device.